Event description:
Olympus was informed that midway through an unspecified procedure, the teflon pad peeled off the device. The device was replaced and the intended procedure was completed with a another similar device. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info via telephone and in writing regarding the reported event but with no results.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.